Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade unknown.

Event description:
Patient's legal representative reported "capsular contracture, swelling, seroma, depression, anxiety, aggravation over mental health diagnosis, significant weight gain, chronic headaches, chronic gastrointestinal upset and reflux, capsulectomy, significant scarring, increased risk of alcl, fear of increased risk of alcl, evaluation for alcl" and no alcl diagnosed. This record is for the left side. Device was explanted.